Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has presence of foreign material. This is likely due to insufficient cleaning of the device. Other observations of the device are: due to cut on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber is detached; forceps elevator coil (k-wire) is completely cut off; due to cut on k-wire, forceps raising angle does not meet the standard value; connecting tube has a wrinkle and a cut; suction (s) connector, s-cover, grip, universal cord, switch box, insertion tube image guide protector, protector of universal cord on s-connector, and sc cover unit have a scratch; s-cylinder is shaved and forceps channel port is shaved; universal cord is sticky; angulation is lower than standard and has play; distal end cover (c-cover is dirty); and light guide lens has a chip. The user¿s complaint of elevator wire not moving up was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of forceps elevator wire not moving up during an unknown procedure. There is no harm to the patient. Upon evaluation of the returned device, it was observed that the forceps elevator has presence of foreign material. This is likely due to insufficient cleaning of the device. This medwatch is being submitted for the presence of foreign material found in the forceps elevator during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the reprocessing steps recommended in IFU were not performed completely due to the forceps elevator not working caused by breakage of k-wire, which made foreign material remain at/around the forceps elevator. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
Addendum mar 9, 2023: the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure was completed with another similar device. The event of elevator wire cut happened during procedure but was determined during reprocessing. There was no impact of the event on the patient or procedure.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. There was no delay in initiation of reprocessing of the device. Owing to the elevator wire issue, the device could not be adequately reprocessed including brushing of elevator. The reprocessing staff is fully trained on reprocessing steps as per instructions for use (IFU) and implements all the reprocessing steps. Customer has an automatic endoscopy reprocessor for reprocessing of the device.